Event description:
In 1999, complainant went to eye ctr for chiron keracor 116 laser lasik procedure on the left and right eye. During the procedure, pt stated that dr pulled the right eye out of the socket and made an incision; then proceeded to the left eye to attempt the lasik procedure. Complainant states that upon completion, pt experienced immediate impaired vision (loss of 38% vision in the right eye; 20/50 to 20/80 vision in right eye and the pt states pt is legally blind in right eye.) (Vision in the left eye is 20/30 with no close up visual ability), development of dry eyes which lead to plugs by another physician, and development of suspected glaucoma due to the pressure which was placed in the right eye. Upon expressing concern later, the complainant stated that dr informed pt that dr could not perform any followup to the procedure for 3 months due to FDA restrictions. However, during a visit to dr's office only 2 months later, the pt states dr instructed pt to let dr complete the procedure right then. Pt refused.) The complainant states that complainant continues to have vision problems and continued frustration due to the previous procedure and dr's initial failure to provide any medical records, and now only incomplete medical records to pt's current physician. The complainant states that dr first related problems with the right eye to the fact that pt blinked; then flinched; and now bell's phenomena. Pt states that no physician would even see pt once they were told dr performed the initial procedure.